Event description:
Boston scientific received information that during a normal follow up, 2.5 years of longevity was noted and it was suspected that the device may be depleting faster than expected. Engineering calculations determined the nominal longevity for this device would be 6.4 years, however the device has only been implanted for 2.5 years with 2.5 remaining. A memory dump will likely be performed at the next follow up to further investigate. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Additional information indicates that the device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.